Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected. The device data documented a reset on (B)(6) 2023. The recorded episodes showed a complete loss of signal after this date, presumably caused by the reported external cardioversion. In general, the device is protected against the high voltage discharge during an external cardioversion but depending on the position of the external cardioversion electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In summary, the review of the quality documents confirmed a regular device manufacturing. The returned data confirmed the clinical observation. The root cause of these observations was not determinable. However, it cannot be excluded that the reported cardioversion damaged the device.

Event description:
This device was explanted due to loss of signal. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content of the device was inspected. The device data documented a loss of signal after december 6, 2023, thus confirming the clinical observation. In a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis, it was revealed that the electronic module was damaged. The damage symptoms clearly indicate a temporary high current, probably precipitated by the reported cardioversion. In general, the device is protected against the high voltage discharge during an external cardioversion, but depending on the position of the external cardioversion electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In conclusion, the analysis of the inner assembly of the device revealed that the electronic module was damaged due to a temporary high current, which was probably precipitated by the external cardioversion. There was no indication of a material or manufacturing problem.